Manufacturer narrative:
(B)(4). Additional PMA/510(k) number: k101880.

Event description:
It was reported that implant (tsvmwb10) was removed due to fracture implant. Customer reported restoration being loose and noted implant fractured. Preliminary investigation noted both implant and screw had fractured. Tooth location 18.

Manufacturer narrative:
One imp,tsv,mcol mg,4.7mm,10m (tsvmwb10) and an unknown screw in a restoration were returned for investigation. Visual inspection of the as returned product identified significant signs of wear about implant threads, and fracturing at the collar. The screw is noted to be heavily worn, slightly deformed, but not fractured. No pre-existing conditions were noted on the per. The reported product was located on tooth # 18 and used for approximately 6 years. The reported event could not be recreated due to the nature of the dental device and event (fracture). DHR review could not be performed, as the lot numbers associated with the reported product are not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the tsvmwb10 dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product. April post market trending was reviewed and there were no actionable events or corrective actions for the reported events (implant + screw) or product (tsvmwb10 + zimmer tsv screws). Therefore, based on the available information, device malfunction has occurred and the reported event as it relates to the reported implant, was confirmed following inspection of the returned product. The reported screw returned was not noted to be fractured. The most likely cause related to the event is patient parafunctional habits over the course of 6 years. The following sections have been updated: b4: date of this report. G4: date received by manufacturer. G7: checked "follow-up". H2: checked follow-up type. H3: device evaluated by manufacturer. H6: entered evaluation codes. H10: added manufacturer narrative.

Event description:
Additional information received from the investigation results indicated that screw did not fracture. However, implant (tsvmwb10) was confirmed fractured at the collar and removed.